Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) thought that the device is not working and could be life threatening. The device remains in service. No adverse patient effects were reported.